Event description:
It was reported to the aci sales professional that a patient underwent an interventional coronary procedure on (B)(6) 2011. Access was obtained at the common femoral artery via a 6f procedural sheath. The patient was administered integrillin peri-procedure. A pre-procedural femoral angiogram showed no presence of calcium at the access site. Post procedure, the physician who is a trained user of the mynx, used the device to close the access site. It was reported that there were no complications during the procedure or closure. Approximately 5-6 hours post procedure, the physician was called because the patient developed a large hematoma at the access site measuring 5-7 inches. Per the aci sales professional, it is unknown how the hematoma was treated but the patient was discharged to home the following day. No patient clinical sequela was reported. No further information was provided.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department.